Event description:
Rptr did back to back blood glucose tests, within 10 minutes, with results of 180 and 140 mg/dl. No symptoms were reported. A control test was not done due to lack of supplies. No harm was alleged. Attempts to reach the rptr for additional info have not been successful.